Event description:
Patient reported during the previous three weeks infusion sets coming out of the skin. He indicated he uses alcohol to clean the infusion site and his skin is not always dry before adhering infusion site. Patient reported experiencing elevated blood glucose of 585 mg/dl. His normal range is approximately 110 mg/dl. Patient reported smelling insulin at the infusion site. He indicated that he attempted administer a bolus and the site would burn. Patient stated that he changed the infusion set to address the issue. He reported symptoms of extreme thirst and frequent urination. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.